Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4). Implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-oct-2020, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient complained of withdrawal and return of pain symptoms. There were no known external factors that contributed to the issue. A catheter access port procedure was performed but it was unsuccessful. The patient was scheduled for a catheter revision for (B)(6) 2021. The patient had spinal segment of catheter replaced and the issue was resolved. The explanted catheter was discarded. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.